Event description:
This spontaneous case was reported by a journalist via publisher website and describes the occurrence of surgery ("medical/surgical intervention due to essure") in a (B)(6) -year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue"), weight increased ("weight gain"), swelling ("swelling") and memory impairment ("memory disturbances"). At the time of the report, the surgery, arthralgia, myalgia, fatigue, weight increased, swelling and memory impairment outcome was unknown. The reporter considered arthralgia, fatigue, memory impairment, myalgia, surgery, swelling and weight increased to be related to essure. The reporter commented: the patient was not hospitalised and did not died. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-nov-2017 for the following meddra preferred term: surgery. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.